Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, an error code was found in the ventilator's downloaded error log. There were no components replaced documented to address the issue. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed